Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 scope error. The issue was observed during preparation for use on a diagnostic procedure when the scope was connected to the video system. The procedure was completed with a similar device and no reported delays. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The scope did not show any water leakage and the image was occasionally normal; however, most of the time the image was noisy and e216 and e315 error messages were reported with a black screen. After replacing the light guide plug, the image was normal and no defects were found at the distal end. The light guide plug was noted to be filled with liquid. No defects were found at the venting valve. The image did return to normal after the device was dried. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that fluid invaded the scope connector during user handling, causing abnormalities to electrical components and resulted in the suggested event. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.